Event description:
Boston scientific received information that this product was part of a system revision due to bacteremia and infectious disease as an indication of sepsis. Additional information received that the origin of infection was not known. There were no additional adverse effects reported. The product was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.